Event description:
The customer alleged that the right foot siderail would not latch.

Manufacturer narrative:
The service tech found that the right foot siderail was loose. Siderail not latching because of bent d-rod. He replaced the d-rod and the bed functioned to specs.